Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2218500, model: sc-2408-56, serial: (B)(4), batch: 20346310/20431482.

Event description:
It was reported that patient experienced inadequate stimulation and numerous reprogramming was done with no success. The patient underwent a revision procedure wherein ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were discarded.